Manufacturer narrative:
Engineering evaluation: the event of abscess, swelling and erythema were expected. The event headache was unexpected; however the event is commonly associated with an infection. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: the serious event of abscess at the implant site and non-serious events of swelling and erythema were considered expected and possibly related to the treatment. The event headache was unexpected and possibly related; however the event is commonly associated with an infection. Potential contributory factors to the events include the injection procedure. This case meets the criteria for expedited reporting to regulatory authorities due to the need for medical intervention to prevent harm including treatment with IV antibiotics and surgical incision and drainage. Distribution comment: this case meets the criteria for expedited reporting to regulatory authorities due to the treatment with IV antibiotics.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-may-2017 by a physician which refers to a female aged (B)(6) years. Follow-up information was received on 23-aug-2017 and 25-aug-2017. Concomitant treatments included anesthetics [anesthetics]. The patient had previously received treatment with juvederm in (B)(6) 2017. On (B)(6) 2017, the patient received treatment with 3cc restylane lido (lot unk) to forehead with 27g cannula needle and unknown technique. On the same day, (B)(6) 2017, headache(headache) at the right side of the head and swelling(swelling) in the face were noted. Onset of sterile abscess in the forehead(implant site abscess). On an unknown date, the patient developed redness(erythema)(only mentioned in the initial report). On (B)(6) 2017, the patient revisited the clinic and underwent incisional drainage. Hyalase [hyaluronidase] 0.8 cc was locally injected. Oral treatment with an analgesic and an antibiotic (cefdinir [cefdinir] 1 tablet x 3/day, loxomarin [loxoprofen sodium] (on an as-needed basis)) was started. On (B)(6) 2017, incisional drainage was performed again. The patient started to receive intravenous drip infusion of fosmicin [fosfomycin sodium] (1 dose/day). As mentioned in the initial report, the patient started to receive roxithromycin [roxithromycin] 150 mg 3 tablets per day, 3 times daily. On (B)(6) 2017, incisional drainage was performed. Pus was collected for identification test of common bacterial culture. The patient received antibiotic drip infusion of cefazolin [cefazolin](once per 1 to 2 days). On 2017 and (B)(6) 2017, incisional drainage was performed and the patient received antibiotic drip infusion. On (B)(6) 2017, the cultivation test yielded a negative result. The diagnosis of sterile abscess was made. On (B)(6) 2017, the patient recovered from the redness. On (B)(6) 2017, oral treatment with predonine [prednisolone] (1 tablet x 1/day) was started. On (B)(6) 2017, the treatment of intravenous antibiotic infusion (with fosmicin) was completed. Pus was collected for identification test of common bacterial culture. On (B)(6) 2017, the cultivation test yielded a negative result. On (B)(6) 2017, hyalase 2 cc was locally injected. Treatment with predonine was started at a reduced dose. On (B)(6) 2017, the oral treatment (with cefdinir and predonine) was completed. On (B)(6) 2017, hyalase 0.8 cc was locally injected. On (B)(6) 2017, the treatment with loxomarin was completed. The patient was being placed under observation. On (B)(6) 2017, the patient recovered from the swelling and the sterile abscess in the forehead. On (B)(6) 2017, the patient recovered from the headache. Outcome at the time of the report: the events were recovered/resolved. Track list: v.0 initial. V.1 fu received on 24-jul-2017: additional information regarding corrective treatment was added, outcome updated. V.2 fu (B)(6) 2017: corrected event onset dates, added stop dates, patient recovered.

Manufacturer narrative:
Corrected data: after an internal review, it has been determined that the original submission of this was submitted as an importer report and it should have been submitted as manufacturer report. At this time no new information has been received. This follow-up 1 report is being submit to correct the sequence of reports.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a female aged 43 years. Follow-up information was received on (B)(6) 2017. Concomitant treatments included anesthetics [anesthetics]. The patient had previously received treatment with juvederm in (B)(6) 2017. On (B)(6) 2017, the patient received treatment with 3cc restylane lido (lot unk) to forehead with 27g cannula needle and unknown technique. On (B)(6) 2017, headache(headache) at the right side of the head and swelling(swelling) in the face were noted. Onset of sterile abscess in the forehead(implant site abscess). On an unknown date, the patient developed redness(erythema)(only mentioned in the initial report). On (B)(6) 2017, the patient revisited the clinic and underwent incisional drainage. Hyalase [hyaluronidase] 0.8 cc was locally injected. Oral treatment with an analgesic and an antibiotic (cefdinir [cefdinir] 1 tablet x 3/day, loxomarin [loxoprofen sodium] (on an as-needed basis)) was started. On (B)(6) 2017, incisional drainage was performed again. The patient started to receive intravenous drip infusion of fosmicin [fosfomycin sodium] (1 dose/day). As mentioned in the initial report, the patient started to receive roxithromycin [roxithromycin] 150 mg 3 tablets per day, 3 times daily. On (B)(6)2017, incisional drainage was performed. Pus was collected for identification test of common bacterial culture. The patient received antibiotic drip infusion of cefazolin [cefazolin](once per 1 to 2 days). . On (B)(6) 2017 and (B)(6) 2017, incisional drainage was performed and the patient received antibiotic drip infusion. On (B)(6)2017, the cultivation test yielded a negative result. The diagnosis of sterile abscess was made. On (B)(6) 2017, oral treatment with predonine [prednisolone] (1 tablet x 1/day) was started. On (B)(6) 2017, the treatment of intravenous antibiotic infusion (with fosmicin) was completed. Pus was collected for identification test of common bacterial culture. On (B)(6) 2017, the cultivation test yielded a negative result. On (B)(6) 2017, hyalase 2 cc was locally injected. Treatment with predonine was started at a reduced dose. On (B)(6) 2017,the oral treatment (with cefdinir and predonine) was completed. On (B)(6) 2017, hyalase 0.8 cc was locally injected. On (B)(6) 2017, the treatment with loxomarin was completed. The patient was being placed under observation. Outcome at the time of the report: sterile abscess in the forehead was recovered/resolved with sequelae. Outcome of the other events was unknown. Track list: v.0 initial v.1 fu received on (B)(6) 2017: additional information regarding corrective treatment was added, outcome updated.

Manufacturer narrative:
Pharmacovigilance comments: the serious event of abscess at the implant site and non-serious events of swelling and erythema were considered expected and possibly related to the treatment. The event headache was unexpected and possibly related; however the event is commonly associated with an infection. Potential contributory factors to the events include the injection procedure. This case meets the criteria for expedited reporting to regulatory authorities due to the need for medical intervention to prevent harm including treatment with IV antibiotics and surgical incision and drainage. Evaluation the event of abscess, swelling and erythema were expected. The event headache was unexpected; however the event is commonly associated with an infection. No corrective/preventive action is needed. Lot number was not reported. Trending on lot number or batch record review could not be performed. Corrected data: after an internal review, it has been determined that the original submission of this follow-up case was submitted with a new sequence number (B)(6). This case is follow-up case number 1 to the initial case report (9710154-2017-00035). No new information was received, and this case is being submitted to explain and address what the appropriate sequence number 9710154-2017-00035 follow-up 1. However, the system will not allow the submission to be submitted to an earlier unused sequence number, and so this submission 9710154-2017-00035 follow-up 3 is submitted to explain the situation. Sequence number 9710154-2017-00070 has been resubmitted for the purpose of nullification. Follow-up is due to FDA request.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-may-2017 by a physician which refers to a female aged 43 years. Follow-up information was received on 24-jul-2017. Concomitant treatments included anesthetics [anesthetics]. The patient had previously received treatment with juvederm in (B)(6) 2017. On (B)(6) 2017, the patient received treatment with 3cc restylane lido (lot unk) to forehead with 27g cannula needle and unknown technique. On (B)(6) 2017, headache(headache) at the right side of the head and swelling(swelling) in the face were noted. Onset of sterile abscess in the forehead(implant site abscess). On an unknown date, the patient developed redness(erythema)(only mentioned in the initial report). On (B)(6) 2017, the patient revisited the clinic and underwent incisional drainage. Hyalase [hyaluronidase] 0.8 cc was locally injected. Oral treatment with an analgesic and an antibiotic (cefdinir [cefdinir] 1 tablet x 3/day, loxomarin [loxoprofen sodium] (on an as-needed basis)) was started. On (B)(6) 2017, incisional drainage was performed again. The patient started to receive intravenous drip infusion of fosmicin [fosfomycin sodium] (1 dose/day). As mentioned in the initial report, the patient started to receive roxithromycin [roxithromycin] 150 mg 3 tablets per day, 3 times daily. On 16-apr-2017, incisional drainage was performed. Pus was collected for identification test of common bacterial culture. The patient received antibiotic drip infusion of cefazolin [cefazolin](once per 1 to 2 days). On (B)(6) 2017, incisional drainage was performed and the patient received antibiotic drip infusion. On (B)(6) 2017, the cultivation test yielded a negative result. The diagnosis of sterile abscess was made. On (B)(6) 2017, oral treatment with predonine [prednisolone] (1 tablet x 1/day) was started. On (B)(6) 2017, the treatment of intravenous antibiotic infusion (with fosmicin) was completed. Pus was collected for identification test of common bacterial culture. On (B)(6) 2017, the cultivation test yielded a negative result. On (B)(6) 2017, hyalase 2 cc was locally injected. Treatment with predonine was started at a reduced dose. On (B)(6) 2017, the oral treatment (with cefdinir and predonine) was completed. On (B)(6) 2017, hyalase 0.8 cc was locally injected. On (B)(6) 2017, the treatment with loxomarin was completed. The patient was being placed under observation. Outcome at the time of the report: sterile abscess in the forehead was recovered/resolved with sequelae. Outcome of the other events was unknown. Track list: v.0 initial. V.1 fu received on 24-jul-2017: additional information regarding corrective treatment was added, outcome updated.

Manufacturer narrative:
Engineering evaluation: the event of abscess, swelling and erythema were expected. The event headache was unexpected; however the event is commonly associated with an infection. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: the serious event of abscess at the implant site and non-serious events of swelling and erythema were considered expected and possibly related to the treatment. The event headache was unexpected and possibly related; however the event is commonly associated with an infection. Potential contributory factors to the events include the injection procedure. This case meets the criteria for expedited reporting to regulatory authorities due to the need for medical intervention to prevent harm including treatment with IV antibiotics and surgical incision and drainage. Distribution comment: this case meets the criteria for expedited reporting to regulatory authorities due to the treatment with IV antibiotics. Corrected data: after an internal review, it has been determined that the original submission of this was submitted as an importer report and it should have been submitted as manufacturer report. At this time no new information has been received. This initial report is being submit to correct the sequence of reports.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-may-2017 by a physician which refers to a female aged (B)(6) years. On (B)(6) 2017, the patient received hyaluronic acid (presumably juvederm) injection for wrinkles at the forehead at a clinic in (B)(6). On (B)(6) 2017, the patient additionally received injection of 3 ml of restylane (hyaluronic acid) at the forehead via a 27-gauge cannula at the reporter's hospital. On unknown date, after 3 days or later from the injection, erythema (erythema) developed. On (B)(6) 2017, headache (headache) at the right side of the head developed. On (B)(6) 2017, swelling (swelling) developed. On (B)(6) 2017, abscess (implant site abscess) was noted all over the right side of the forehead at the time of revisit, for which incisional drainage of pus with an 18-gauge cannula and culture tests were performed. After irrigation, the patient received 0.8 ml of hyaluronidase. On (B)(6) 2017, the pus was discharged and the patient started to receive roxithromycin 150 mg 3 tablets per day, 3 times daily and loxomarin (loxoprofen sodium hydrate) 60 mg 15 tablets. On (B)(6) 2017, the swelling recurred. On (B)(6) 2017, the patient visited the reporter's hospital and underwent incisional drainage of pus and irrigation. She started to receive intravenous drip infusion of cefazolin (once per 1 to 2 days). Her medication was switched from roxithromycin to cefdinir (cefdinir) 3 tablets per day, 3 times daily for 7 days. Loxomarin (loxoprofen sodium hydrate) 60 mg 15 tablets was switched to loxomarin (loxoprofen sodium hydrate) 10 tablets to be taken as needed (daily oral administration was to be continued). At the time of the report the patient had not recovered from the events. Follow-up information is expected.